Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure in 2012 and mesh was implanted. The mesh was placed in tight position and after three months the patient had pelvic pain. The patient further presented with pain during intercourse, pain in supra pubic area on examination and vaginal extrusion. Total removal was reportedly performed in 2022 or on (B)(6) 2023. No further information or clarification is available as the reporter contact details were not disclosed.